Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733449, serial/lot #: (B)(4), UDI #: (B)(4). The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that there was difficulty during registration and deformation of the straight suction was confirmed after the surgery. The surgery was completed with navigation and there was no impact on patient outcome.